Event description:
Memo states that pt developed fatal peritonitis shortly after implantation of a bard peg. This occurred allegedly as a result of the peg tube bolster being so loose that it could not remain opposed to the abdominal wall.